Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for the past three days. The customer stated that she changed the infusion set twice, but the high glucose continued. The blood glucose reading at time of call was 387mg/dl. Troubleshooting was performed. The settings on the insulin pump were correct. However, the customer called back and stated that the insulin pump may not be delivering the basals. No further info was provided.